Event description:
Allegedly, unknown hip postoperative dislocation requiring revision. Additional information received on 12/10 from (B)(6) and lots from (B)(6) hospital, patient information, explant date. Only a femoral head and a stem are from (B)(6). The rest of the components are from another manufacturer. Right side.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.